Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in air water tube, air water cylinder and auxiliary jet channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Updated fields: g1, h2, h11 corrected fields: h7- relabeling (removed), h9 - z-1046-2022 (removed) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.